Event description:
Getting blood sugar readings of 13 after injecting in their stomach and once patient switch to their thigh it dropped to 9 [blood glucose abnormal], patient accidently broke the tip of their needle in their left thigh during injection [needle issue], patient accidently broke the tip of their needle in their left thigh during injection [device use issue]. Case description: this serious spontaneous case from australia was reported by a consumer as "getting blood sugar readings of 13 after injecting in their stomach and once patient switch to their thigh it dropped to 9 (blood sugar abnormal)" with an unspecified onset date, "patient accidently broke the tip of their needle in their left thigh during injection (needle broken)" with an unspecified onset date, "patient accidently broke the tip of their needle in their left thigh during injection (device use issue)" with an unspecified onset date, "hand tremors (tremor of hands)" with an unspecified onset date, and concerned a patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy",nn unspecified needle (non-valid) from unknown start date for "device therapy the patients height, weight and body mass index were not reported. Medical history was not provided. On an unknown date, patient switched to injecting in their thigh under the direction of their endocrinologist as they were getting blood sugar (blood glucose) readings of 13 (units not reported) after injecting in their stomach once patient switched to their thigh it dropped to 9 (units not reported). On an unknown date patient accidently broke the tip of their needle in their left thigh during injection. Patient suffered from hand tremors. Batch numbers: novopen 6: has been requested. Nn unspecified needle: has been requested. Action taken to novopen 6 was not applicable. Action taken to nn unspecified needle was not applicable. The outcome for the event "getting blood sugar readings of 13 after injecting in their stomach and once patient switch to their thigh it dropped to 9 (blood sugar abnormal)" was not reported. The outcome for the event "patient accidently broke the tip of their needle in their left thigh during injection (needle broken)" was not reported. The outcome for the event "patient accidently broke the tip of their needle in their left thigh during injection (device use issue)" was not reported. The outcome for the event "hand tremors (tremor of hands)" was not reported. Reporter's causality (novopen 6) - getting blood sugar readings of 13 after injecting in their stomach and once patient switch to their thigh it dropped to 9 (blood sugar abnormal): possible patient accidently broke the tip of their needle in their left thigh during. Injection (needle broken): unknown. Patient accidently broke the tip of their needle in their left thigh during. Injection (device use issue): unknown. Hand tremors (tremor of hands): possible. Company's causality (novopen 6) - getting blood sugar readings of 13 after injecting in their stomach and once patient switch to their thigh it dropped to 9 (blood sugar abnormal): possible. Patient accidently broke the tip of their needle in their left thigh during injection (needle broken): possible. Patient accidently broke the tip of their needle in their left thigh during injection (device use issue): possible. Hand tremors (tremor of hands): unlikely. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.

Event description:
Case description: on 17-feb-2026 an amendment was performed. Since last submission, the following information will be submitted as amended: case has been downgraded as non-reportable final and nullified after submitting an amendment report. On 17-feb-2026 upon confirmation from affiliate it was discovered that there is no allegation against the novopen 6 and the used needles for the reported event blood sugar abnormal. This case ( (B)(4). ) will therefore be deactivated. Case was previously submitted. Hence it will be deactivated after submission. Since last submission the case has been updated with the following non-reportable updated as yes narrative updated accordingly with comment for amendment and nullification final manufacturer comment: 18-feb-2026: the case was initially considered a serious device incident, leading to the submission of an mir report. Upon preparing the follow-up report, we re-evaluated the situation and found no evidence of a technical issue or malfunction with the novopen 6, nor any user error. The events reported are not connected to the novopen 6. Therefore, the case is now deemed non-reportable, and it will be deactivated following submission.